Event description:
It was reported by the pt's treating physician that pt has been experiencing increase in seizures (not above pre-vns) and longer seizures duration over the past one year. Pt also use to typically cough and had voice alteration with stimulation but she does not have those symptoms anymore. Further info from the physician indicated that diagnostics were done and it results in dcdc code of 0 on system test. It was informed to the physician a possibility of short circuit condition. Physician does not plan to take any intervention at this point other than monitoring the pt for a while and try to change settings. Physician believes that pt's symptoms are related to vns therapy and possibly related to the short circuit condition. Based on clinical symptoms and the diagnostic results of the pt's device, this file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.